Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their ins feels like it is "zapping" pt. Pt stated zapping sensation is going down pt's right leg to their toes and reported when they go to the bathroom it feels like it's "almost painful" because it's really zapping pt. Pt stated on call handset was not charged so pt was not able to try decreasing or turning off stimulation to see if that helped with zapping sensation. Pt will charge handset and will try to decrease/turn off stim to see if that helps and will follow up with hcp to check implant. Pt denied any recent trauma or falls. Pt stated this started "about two weeks ago". Pt stated they haven't touched the device since doi. Agent did not ask about the circumstances that led to the reported issue. Troubleshooting was unable to be performed as see above. The patient was redirected to their healthcare provider to further address the issue.